Manufacturer narrative:
The product was not returned for review. As the device is not available for investigation and examination, it was therefore not possible to carry out any dimensional, functional, visual or microscopic examination on the device. Therefore, the reported issue could not be confirmed. A review of the risk documentation was completed. Following the review of the risk documentation and information available, no updates are required to the risk documentation for the lotus introducer sheath device. There is no indication of a potential processing or design failure associated with this complaint. Vessel perforation is noted within the lotus risk documentation as an anticipated procedural complication. A review of the manufacturing documentation could not be executed as the lot number is unknown. A request for the hospital ship history has been initiated by creganna medical. When this information is received, the complaint report will be updated with the reviews and updated accordingly. A follow up MDR report will be filed with the FDA. From the information available, there is no evidence to indicate that the device was not used per the directions for use/product label. Vessel perforation is noted within the lotus device instructions for use as an anticipated procedural complication. The root cause classification assigned to this complaint is 'anticipated procedural complication.' The definition of anticipated procedural complication is utilized when a device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling. Vessel perforation is anticipated procedural complication and are known physiological effect of the procedure as noted within the lotus device instructions for use. This complaint was escalated to the quality management team. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
Complaint description received at creganna medical is as follows: "a few minutes after the implantation of the acurate valve the blood pressure dropped down and the anesthesiologist recommended an open heart surgery because he couldn't see a filling of the right ventricle and saw a pericardial tamponade with his tee. After the thoracotomy the surgeon couldn't find a pericardial tamponade. Then they found blood in the abdominal region which was caused by a perforation of an abdominal aortic aneurysm. What was the severity of the leak? No leak reported" additional information was received as follows; "medical safety agree that the aortic dissection at the transition from abdominal to thoracic aorta was not due to the introducer. However, there was also a perforation of a pre-existing abdominal aortic aneurysm (at the iliac bifurcation). A contribution of an introducer sheath used cannot be excluded"

Event description:
Complaint description received at creganna medical is as follows: "a few minutes after the implantation of the acurate valve the blood pressure dropped down and the anesthesiologist recommended an open heart surgery because he couldn't see a filling of the right ventricle and saw a pericardial tamponade with his tee. After the thoracotomy the surgeon couldn't find a pericardial tamponade. Then they found blood in the abdominal region which was caused by a perforation of an abdominal aortic aneurysm. What was the severity of the leak? No leak reported" additional information was received as follows; "medical safety agree that the aortic dissection at the transition from abdominal to thoracic aorta was not due to the introducer. However, there was also a perforation of a pre-existing abdominal aortic aneurysm (at the iliac bifurcation). A contribution of an introducer sheath used cannot be excluded"

Manufacturer narrative:
The product was not returned for review. As the device is not available for investigation and examination, it was therefore not possible to carry out any dimensional, functional, visual or microscopic examination on the device. Therefore, the reported issue could not be confirmed. A review of the risk documentation was completed. Following the review of the risk documentation and information available, no updates are required to the risk documentation for the lotus introducer sheath device. There is no indication of a potential processing or design failure associated with this complaint. Vessel perforation is noted within the lotus risk documentation as an anticipated procedural complication. A review of the manufacturing documentation could not be executed as the lot number is unknown. A request for the hospital ship history has been initiated by creganna medical. When this information is received, the complaint report will be updated with the reviews and updated accordingly. A follow up MDR report will be filed with the FDA. From the information available, there is no evidence to indicate that the device was not used per the directions for use/product label. Vessel perforation is noted within the lotus device instructions for use as an anticipated procedural complication. The root cause classification assigned to this complaint is 'anticipated procedural complication.' The definition of anticipated procedural complication is utilized when a device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling. Vessel perforation is anticipated procedural complication and are known physiological effect of the procedure as noted within the lotus device instructions for use. This complaint was escalated to the quality management team. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types. Update 10-january-2019: a review of the manufacturing documentation could not be executed as the lot number is unknown. The distributor (boston scientific) made a good faith effort attempt to obtain more information i.e. Batch number, upn and customer number however, they were unsuccessful in obtaining this information. Therefore, they have insufficient information to run a ship history report.